Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
Per medwatch report (B)(4): it was reported that during a procedure the electrode broke while in use. No pieces were broken off in the patient and another electrode was used to finish the procedure. Another electrode had to be obtained which only took a couple of minutes. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.